Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The medium-large clip applier instrument was analyzed and found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.15 mm. As result of the bending, the clip test failed. The instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip. The instrument failed engagement and cannot stay attached to the tubing because the clip gets stuck in the grip. The grips were not found to be cracked. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the hem-o-lok clip does not mount/load perfectly and lifts up in the medium-large clip applier, making the instrument impossible to use. The user completed the procedure and no known impact or patient consequence was reported.